Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic choledocholithotomy, the clip could not be loaded on the device even if the doctor squeezed the handle. There was also no display of the remaining number on the counter. The procedure was completed with another device.